Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) 2023.

Event description:
It was reported that following a non-device related surgery, the patients implantable pulse generator (ipg) would no longer hold a charge. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device will not return per facility policy.